Event description:
Procedure: orthopedic. According to the reporter: patient developed a granuloma post use of ticron suture. Was the device used in patient: yes. Was there patient injury/hazard: yes. If yes, describe injury/treatment: granuloma developed. Was there user involvement?: yes. Was there user injury/hazard?: no. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patient's cavity and no device fragment left in patient. Reason product not returned: product was used on patient. Also submitted is the pathology form for this patient. Specimen is entitled: skin left thumb excision. Additional information received via email: can you report the lot number of the subject device? Unknown. What surgical procedure was being performed? Skin excision. What is the patient age, weight, gender? Female, (B)(6), unknown. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? Yes. If yes, describe the damage and provide details on how the damage was treated/corrected. Was the damage irreversible? Was there blood loss of 500cc or more due to the product problem? No. Was surgical time extended by more than 30 minutes due to the product problem? Occurred post-op.

Manufacturer narrative:
(B)(4).